Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? How long after initial procedure was it found that the mesh exposed at suburethral part of anterior vaginal wall? Were there any intra-operative complications? Other relevant patient history/concomitant medications . Product code and lot # . Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was also reported that during removal of vaginal mesh for prolapse, a mesh exposure was discovered at suburethral part of anterior vaginal wall. The patient was asymptomatic. The vaginal epithelium was sutured over the exposed mesh. Additional information has been requested.